Event description:
It was reported that the customer was hospitalized for high bgs. Troubleshooting could not be performed due to lack of infusion set and reservoir. The family member requested a replacement pump. Family member that their family member could not leave hospital without a pump and the doctor does not want family member back on their pump unless it is tested or a replacement pump arrives.